Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of dreamstation 2 auto CPAP advanced that the patient alleges that the device early this morning decided to start smoking. The patient said that "my alarm woke me up at 5:20 pst this morning on (B)(6) 2023 to awaken to go to the hospital (I am a pulmonary-critical physician). The patient noticed a burning metallic smell/melted wax smell in my mask. The patient's wife also smelled it too and they looked over and a column of smoke was rising from the machine. They immediately turned it off and unplugged it. The patient have been coughing since then (it is improving) but he/she have no idea how long he/she was breathing whatever smoke that was." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of dreamstation 2 auto CPAP advanced that the patient alleges that the device early this morning decided to start smoking. The patient said that "my alarm woke me up at 5:20 pst this morning on (B)(6) 2023 to awaken to go to the hospital (I am a pulmonary-critical physician). The patient noticed a burning metallic smell/melted wax smell in my mask. The patient's wife also smelled it too and they looked over and a column of smoke was rising from the machine. They immediately turned it off and unplugged it. The patient have been coughing since then (it is improving) but he/she have no idea how long he/she was breathing whatever smoke that was. "The manufacturer's investigation is ongoing. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.